Event description:
Highly unbalanced glycaemia [blood glucose abnormal]. Case description: medical device info: class iia. This spontaneous and regulatory authorities case from (B)(6) was reported initially by a pharmacist and then as subreporter a health professional as "unbalanced glycaemia" and concerns a (B)(6) female pt treated using novofine autocover from an unk date to an unk date due to device therapy. On (B)(6) 2010 the pt presented highly unbalanced glycaemia twice a month of interval, while a nurse was using novofine autocover while given the pt treatment with lantus solostar (non novo nordisk product) and humalog pen (non novo nordisk product) according to her insulin pen use procedures. On an unk date, the pt was recovered from the event. The corrective action for the event: pt should only use needles with pen mfg by novo nordisk. The overall outcome is reported as "recovered completely". Company comment: this case was re-classified from non-serious to serious on (B)(6) 2010 due to request from the (B)(6) authorities. Reporter comment: affiliate comment: the case was upgraded from normal priority to urgent priority status because french health authorities requested to complete device incident report with timelines of 60 days and last year sales regarding the device in (B)(6). Reporter's alternative aetiology: corrective action: needles will be used with pen mfg by novo nordisk.